Manufacturer narrative:
Covidien reference: (B)(4). One pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed that the right part of the connector flange edge was broken, where the neck strap is tied. The customer reported complaint was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a nurse observed that the tracheostomy tube neck flange was broken. The device was tested prior to use. No replacement of the unit was required. There is no report of death or serious injury associated with this event.